Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Requested other relevant patient history/concomitant medications. Requested. On what tissue was the suture used? Requested. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Requested does the patient have known allergic history to medical device, food or medications? Requested. Was there any allergy testing performed? If yes, results? Requested. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Requested. What is physicians opinion as to the etiology of or contributing factors to this event. Requested. Additional information was requested and the following was obtained: product lot # we didn¿t received the sample yet, so we cannot provide it yet. How was the suture placed, interrupted or continuous? Continuous. Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). What date did the patient present with symptoms? Unknown. Was medical intervention required to treat the patient condition? Results. New consultation on (B)(6). No results yet. Can you provide pictures of the patient event? Yes. What is the patient current status? Unknown, new consultation only on (B)(6).

Event description:
It was reported that the patient underwent an unknown opthalmic procedure with a specialty in strabology on unknown date and the suture was used continuously. Following the procedure, the patient presented a local reaction towards the suture. The patient will have a new consultation on (B)(6) 2016. Additional information has been requested.